Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device found that the stent was pulled distally on the balloon resulting in the proximal edge of the stent being positioned approximately 2mm distal to the distal edge of the proximal markerband. An examination of the proximal edge of the stent found that the stent struts were lifted and bent back distally. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure stent damage occurred. A 3.00x12mm veriflex stent was deployed in the mid left anterior descending artery (lad) at 18atms for 14 seconds. The physician then attempted implant a 3.00x8mm veriflex stent; however, the device was unable to cross the previously placed stent. The device was removed from the patient and it was noted that the stent was damaged. A 2.5x20mm maverick balloon was advanced to the lesion for predilation and was inflated at 12atms for 9 seconds and again at 16atms for 20 seconds. Another 3.00x8mm veriflex stent was advanced to the lesion and was deployed at 18atms for 12 seconds and then the stent delivery balloon was inflated again at 20atms for 7 seconds and 4atms for 9 seconds. An additional 2.75x12mm veriflex stent was deployed in the lesion at 15atms for 15 seconds and then the stent delivery balloon was re-inflated at 20atms for 7 seconds. The procedure was successfully completed at this point with no patient complications reported. The patient's current condition is listed as 'okay'.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2010-01440. It was further reported that when the 3.00x12mm veriflex stent was implanted in the left anterior descending artery (lad), angiography showed that a dissection occurred. A 3.00x8mm veriflex stent was implanted in the lesion and successfully covered the dissection.